Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. No frozen screen noted. The keypad connector was inspected and fully locked on lcd board. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump¿s buttons were not responding and had frozen screen. Customer¿s blood glucose was 300 mg/dl. Customer stated that sensor had issues like calibration not accepted and sensor updating alert. Customer reported that the screen is not completely blank. Customer stated that buttons responded in less than 5 minutes but time does not advances. Insulin pump will be returned for analysis.